Manufacturer narrative:
Batch review performed on 22 july 2019: lot 19c0002: (B)(4) items manufactured and released on 31.01.2019. Expiration date: 2024-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved liner: versafitcup dm 01.26.2850mhc double mobility hc liner 28/dme (k092265) lot. 1810742. Batch review performed on 22 july 2019: lot 1810742: (B)(4) items manufactured and released on 12.02.2019. Expiration date: 2024-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved ball heads: mectacer 01.29.243a sleeve size xl (k131518) lot. 189675. Batch review performed on 22 july 2019: lot 189675: (B)(4) items manufactured and released on 27.02.2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 15 days from the primary due to an infection (the pathogen is unknown). The surgeon performed an I&d and revised the head, liner, and sleeve and the surgery was completed successfully.